Event description:
It was reported to philips that the system does not boot and remains on the initialization screen at 00:00. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.